Event description:
The consumer reportedly received burns while using a hot/cold gel pack. She stated that she received third degree burns on her calf as a result of this incident, and was treated by a burn center. The directions for proper use state that you should test the temperature of the product before using by applying to sensitive skin such as the underside of the wrist.